Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure using powerport isp MRI via the internal jugular vein in the right chest wall. Post the procedure on (B)(6) 2026, the patient experienced swelling during an infusion. Subsequent clinical examination and imaging confirmed a rupture of the port catheter. Furthermore, there was a fluid leakage occurred, and extravasation was identified. The port and catheter was removed on the same day. The current status of the patient is stable.